Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead. Possible far field r-wave (ffrw) oversensing and atrial undersensing causing device classified false termination of some episodes were also noted on the right atrial (ra) lead.  Both leads remain in use. No patient complications have been reported as a result of this event.